Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, the experienced intolerable dysphotopsia and poor best corrected visual acuity. The patient was unhappy with distance and near blurry vision. The iol explanted in a secondary procedure for non-company iol. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned wrapped in a piece of surgical sponge. Solution was on the lens. Both haptics were bent in the gusset and distal area. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The file indicated the use of a qualified associated cartridge and handpiece. The viscoelastic indicated is not qualified for the product combination used. The product investigation could not identify a root cause. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal company toric 40, 19.0 diopter (2.25cyl), add power +2.2 & 3.2 lens was exchanged for a monofocal toric non-company lens (20.0 diopter). Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).